Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device failed the homechoice rite (return instrument test / evaluation) functional test for being received inoperative, but the instrument did meet the rite functional test requirements and passed the rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, use error, tidal ultrafiltration (uf) removal set too low. The device history record was reviewed and no issues were identified that may have contributed to the iipv. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during cycle 5. The programmed volume was 1500 ml with tidal volume of 1200 ml and drain volume was 2754ml . This meets baxter's iipv criteria. No patient injury or medical intervention was reported

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.